Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line tubing was bent. Reportedly, the user's blood glucose level was elevated. However, the exact value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.